Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 98 mg/dl on the aviva system (system 1) and 281 mg/dl, and 216 mg/dl on the advantage system (system 2). Customer was tired; self-treated with tylenol. No adverse event was reported. Requested return of the alleged strips and meter for evaluation.

Manufacturer narrative:
(B)(4).